Event description:
Related manufacturer reference number: 2017865-2022-42161. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture and high pacing impedance on the right ventricular (rv) lead. During the procedure it was noticed that the pacemaker had an issue in the rv port. On (B)(6) 2022, the physician elected to explant and replace the pacemaker and reposition the rv lead. The patient was in stable condition.

Manufacturer narrative:
Reported event of failure to capture and no rf telemetry were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed indicated device was able to be interrogated successfully through rf communication and inductive wand. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
New information notes that failure to interrogate no radio frequency telemetry complaint on the pacemaker.

Manufacturer narrative:
Correction: b5 and h6 missing failure to interrogate.